Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was noted to be depleting quickly. There was no impact to the customer's blood glucose level. In addition, the customer reported that the pump battery gauge increased from 40% battery life to 100% and has displayed a 100% charge since (B)(6) 2016, despite being in use. It was indicated that the customer would continue to use the pump until the replacement arrives.